Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2024. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. The parent reported via web self-service that the pediatric patient experienced inaccurate cgm values which occurred the same day when the sensor had been inserted in the arm. The patient experienced lightheadedness and disorientation. The cgm was reading 110 mg/dl and the blood glucose reading was 42 mg/dl. The patient was treated by the parent with glucose gel. At the time of the report, the patient recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.